Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer further reported experiencing symptoms of nausea, vomiting, aches, and headache. Emergency services were called to the customer's home and he was diagnosed with diabetic ketoacidosis (dka) and treated with insulin (dose/type unknown) by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle libre reader was reviewed. The DHR showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that he was unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer further reported experiencing symptoms of nausea, vomiting, aches, and headache. Emergency services were called to the customer's home and he was diagnosed with diabetic ketoacidosis (dka) and treated with insulin (dose/type unknown) by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection was performed and no issues were observed. Reader powered on with button depression and with strip insertion. No malfunction or product deficiency was identified.

Event description:
A customer reported that he was unable to test due to his adc freestyle libre reader turning on with button press but not with test strip insertion. Customer further reported experiencing symptoms of nausea, vomiting, aches, and headache. Emergency services were called to the customer's home and he was diagnosed with diabetic ketoacidosis (dka) and treated with insulin (dose/type unknown) by an hcp. There was no report of death or permanent injury associated with this event.